Event description:
Information from clinical trial database. Dislocation of the last coil loop into the aprent artery, fixation with the neuroform stent. Two days later, due to massive swelling within the posterior fossa the patient died. Coils used: model number: x-8-25-t10-mc, product name: nexus morpheus 3-d csr. X-8-15-t10-mc, nexus morpheus 3-d csr. X-7-15-t10-mc, nexus morpheus 3-d csr. X-6-20-t10-mc, nexus morpheus 3-d csr. X-6-12-t10-mc, nexus morpheus 3-d csr. X-5-15-t10-mc, nexus morpheus 3-d csr. X-3-8-t10-mc, nexus morpheus 3-d csr. X-5-10-t10-mc, nexus morpheus 3-d csr.

Manufacturer narrative:
The device involved in the event will not be returned for investigation, as it was consumed in the event. Endecor registry information. Foreign country registry pertaining to the evaluation of nexus detachable coils in the treatment of intracranial aneurysms. Prospective, multi-center in many foreign countries enrollment started in 2006; enrollment closed in 2007. N = 404; patients completing 1 year follow-up. MDR numbers: 2029214-2008-00262 to 2029214-2008-00312.